Event description:
Caller reported an error with their cgm sensor, identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller was advised to perform the reset when ready and to reach out again if the issue continues.